Event description:
The pt reported e2 (battery depleted) was displayed on the infusion device without first displaying the a2 (battery low) alert. This was verified in the alarm history. No physiological effects were reported. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.